Manufacturer narrative:
Per tandem¿s t:slim g4 user guide: ¿check that your luer-lock connection between the cartridge tubing and the infusion set tubing is tight and secure.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the luer lock connection was not tight or secure. The customer's blood glucose level was 165 mg/dl. Reportedly, the customer changed the infusion set tubing to address the event and resumed insulin delivery.